Event description:
It was reported that during a gastrectomy procedure, although the knife moved forward, the staples were not deployed at the fifth firing. The surgeon doubted that there were no staples in the staple pockets. Another device was used to complete the procedure. There were no adverse consequences for the patient. Five devices will be returning.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.